Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the patient's blood pressure dropped. An echocardiogram was done and confirmed that the right atrial (ra) lead perforated the pericardial space and the patient required a pericardiocentesis. Approximately 200 ml of bloody fluid was removed, a drain was put in. The lead was successfully implanted and no additional adverse patient effects were reported. During the device checked the next day, all parameters were good for the device. It was noted that the bleeding had resolved overnight, thus the patient was discharged home the day following implant without further complications.